Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA; 3/12/2020. H6 patient code: 3189- surgical intervention. Additional information : a2, d1, d2, d4, d7 , h4. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and pain. It was reported that the patient underwent repair of mesh on (B)(6) 2018. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.